Event description:
Information about the event was received via the user facility medwatch #(B)(4). Per the medwatch, it was reported that, two days after insertion of the g-tube, the g-tube was found lying next to the patient in the bed.

Manufacturer narrative:
(B)(4) abbott nutrition standard procedure includes attempting to obtain all required information from the source.